Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 67-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient's caregiver notified novocure that, following removal of the transducer arrays on (B)(6) 2025, a skin reaction was observed characterized by numerous red spots distributed across the scalp. The health care provider (hcp) advised discontinuing optune gio therapy temporarily, to allow the scalp to recover. On (B)(6) 2025, novocure was informed that the patient temporarily discontinued optune gio therapy over the weekend due to skin irritation. The hcp recommended applying an unspecified topical ointment to the affected areas. The patient reapplied the arrays on (B)(6) 2025, however, on the morning of (B)(6) 2025, the patient experienced intense pruritus and removed the arrays. The patient reported widespread scalp irritation, including blotchy and oozing lesions, and resumed the use of the prescribed ointment as per hcp instructions. On september 18, 2025, novocure received a medical record dated (B)(6) 2025, indicating that the patient had been experiencing a persistent scalp rash over the past month. Treatment included cortisone cream, a mild dandruff shampoo, and methylprednisolone. Optune gio therapy was temporarily discontinued. On (B)(6) 2025, novocure was informed that the patient had removed the arrays that morning and noted significant erythema on the scalp in the shape of the array segments, with the most pronounced reaction on the forehead. The patient had been taking nightly breaks from therapy and using a gel to support epidermal recovery. The arrays were reapplied on (B)(6) 2025. Upon removal on (B)(6) 2025, the patient observed segment-shaped marks on the scalp with oozing lesions. On (B)(6) 2025, the patient's caregiver reported that therapy had been resumed, and the hcp had prescribed a prednisone dose pack. On (B)(6) 2025, novocure was informed that following the removal of the transducer arrays the previous day, the patient observed a sunburn-like irritation on the area where the arrays had been applied, with the irritation matching the shape of the array petals. The patient was prescribed unspecified topical ointments. Multiple attempts were made to obtain further information from the prescribing physician; however, no response was received.